Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Device not heating. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed would like to send the arctic sun device in for the 2000 hour preventive maintenance service and would also like the level sensor checked out because it was only taking one liter of water and stopping. Per sample evaluation results on 11oct2023, it was reported that the arctic sun device not heating. Power cord has frayed insulation exposing inner wires. The double bend tube and the chiller evaporator outlet tube found expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed would like to send the arctic sun device in for the 2000 hour preventive maintenance service and would also like the level sensor checked out because it was only taking one liter of water and stopping. Per sample evaluation results on 11oct2023, it was reported that the arctic sun device not heating. Power cord has frayed insulation exposing inner wires. The double bend tube and the chiller evaporator outlet tube found expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Device not heating. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed would like to send the arctic sun device in for the 2000 hour preventive maintenance service and would also like the level sensor checked out because it was only taking one liter of water and stopping. Per sample evaluation results on 11oct2023, it was reported that the arctic sun device not heating. Power cord has frayed insulation exposing inner wires . The double bend tube and the chiller evaporator outlet tube found expanded.